Event description:
Boston scientific received information that on the second day after the implantation of this right ventricular (rv) lead, the patient experienced a ventricular tachycardia (vt) and a significant decrease in blood pressure. An echocardiogram and blood analysis revealed a hemorrhage in the pericardium due to a perforation in the septum and left ventricle wall by the rv lead. Emergency surgical intervention was performed to stop the bleeding. The rv lead was explanted, along with the right atrial lead, and a pericardial lead was placed to provide single mode pacing. The patient was intubated and is currently on a ventilator. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the rv lead is not expected to be returned for laboratory analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.